Event description:
Report received of the tubing "bursting" during injection of contrast. The customer reports that the injector tubing was connected to the y-site. The injector settings were 1.4ml/sec with a volume of 100cc's. The customer observed the contrast leaking at the very beginning of the injection. The injection was stopped, but the tubing had "burst" just above the y-site. The floor nurse was called down for the tubing to be changed. The scan was resumed without further incident. The pt did have a small amount of bleed back. The IV site remained pt. No report of adverse pt effect. Additional patient info was requested, but no further info was available.